Manufacturer narrative:
Prior to a lot¿s release, the lot must be deemed acceptable by-passing inspections that are based on a valid sampling plan. During production, inspectors routinely examine a statistical sample both physically and visually. A non-conformance review was conducted for the reported lot and there were no ncs related to the reported event issued during the manufacturing of this lot. A device was not returned for evaluation; therefore, the affected product could not be evaluated to confirm the reported failure mode. As such, a root cause could not be determined. We will continue to monitor related reports to determine if additional actions are necessary.

Event description:
The customer reported they recently switched to these arvs and are having issues with the device getting stuck to the ng tube. Arv connected blue side to blue tube.